Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. Additional information from the boston scientific representative provided the patient found the icm device uncomfortable and insisted on having it removed. No other devices have been implanted at this time. Device is not expected to be returned. No additional adverse patient effects were reported.